Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert twice. Customer blood glucose at the time of incident 13.1 mmol/l. Troubleshoot was performed. Customer was advised to use fully charged and new battery. Customer inserted new battery but the issue reoccurred. Customer states the battery cap was not loose, cracked or damaged. Customer used a lithium battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the active current measurement and displacement test. No replace battery now alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Pump received with a high sleep current measurement, problem isolated to the printed circuit board. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.